Event description:
Patient underwent generator replacement on (B)(6) 2009. The explanted generator was not returned to the manufacturer.

Event description:
It was reported that the patient would undergo generator revision surgery due to a device failure. Good faith attempts to obtain clarification on the device issue have been unsuccessful to date. Additional information received revealed that the patient's surgery was cancelled and another surgery date has not been set.